Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received the device. The device was reported to have delivered at a lower rate than programmed. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. Review of the event history log found no evidence to support the reported symptom. No related device malfunction was observed. The device was monitored through the repair process to ensure functionality within specification.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a lower rate than programmed in the intensive care unit. The customer stated that the pump was programmed correctly, the drug being infused was fentanyl (programmed amount and delivery rate unknown), which was intended to sedate the patient, but when the nurse returned to the room the pump said the infusion was complete, yet the bag was still full. It was also reported that it was a fentanyl drip and there was no patient injury.